Event description:
It was reported that the patient presented for an implant procedure. After the procedure was completed, during post-operative care, it was observed that the right ventricle lead exhibited failure to capture. Also, the lead exhibited failure to sense and low pacing impedance. Upon examination, it was determined that the lead was micro-dislodged, which was confirmed by x-ray imaging. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, failure to sense, low pacing impedance, and lead dislodgement. Final analysis found that as received, a complete lead was returned in one piece for analysis. The reported events of failure to capture, failure to sense, and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The lead was returned with the helix slightly extended and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.